Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax balloon kit was used during a percutaneous urinary tract stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon ruptured at 18 atmospheric pressure. The procedure was completed with another nephromax balloon kit . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no problem.

Manufacturer narrative:
A visual examination of the returned device confirmed that the balloon was unfolded and had been subjected to positive pressure. A blood was noted within the balloon material which is evidence of a device leak. A large circumferential tear was noted in the balloon material distal to the proximal balloon bond. A longitudinal tear was also noted in the balloon material beginning at the circumferential tear and extending distally across the remaining balloon material. There is not enough information to identify what might have caused the reported failure. Therefore the most probable cause for this complaint cannot be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a nephromax balloon kit was used during a percutaneous urinary tract stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon ruptured at 18 atmospheric pressure. The procedure was completed with another nephromax balloon kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be no problem.